Event description:
It was reported that the customer experienced an occlusion alarm with their tandem mobile insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge, and resumed insulin. However, occlusions continued and a replacement pump was sent to the customer.